Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a pressure sensor failure occurrence. No patient harm reported.

Manufacturer narrative:
The fse confirmed the reported problem. The fse replaced the data acquisition pcba to resolve this issue.